Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and both parts of the screw was received. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that abutment screw fractured of the single implant on tooth location 30.